Event description:
On (B)(6) 2017, agfa became aware of an event in which the collimator fell off a dx-d 100 unit. During the daily walk around by agfa service at the customer site, agfa service observed the collimator was not moving correctly in and out of the detent. The collimator had very stiff motion. Agfa service detached the collimator and removed, cleaned and lubricated the ring that controls the collimator motion. The ring was reinserted and the collimator was reattached to the dx-d 100 unit. Agfa service tested the motion and returned the portable to the customer. The customer completed eight exams from 1 to 6 pm. When the customer attempted to release the telescopic arm to view their worklist, the customer reported the dx-d 100 collimator fell on top of the portable display screen. Agfa field service responded, re-inserting the collimator and tightening the screws onto the tube ring. The unit is now working as intended. The root cause was determined to be a repair/maintenance issue. The collimator was not mounted correctly during agfa's service intervention. When the screws were tightened, it appears one of the locking tabs was not seated correctly. No further issues have been reported. There has been no reported harm to patient or user during this event